Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The peritoneal dialysis registered nurse (pdrn) reported that the patient was receiving unknown alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. Upon follow up, it was reported that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in absence of the cycler. The patient has not ordered a new cycler and is continuing to complete treatment using continuous ambulatory peritoneal dialysis (capd). Additional follow up with the patient¿s peritoneal dialysis registered nurse revealed that per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, vancomycin (2.0 grams, intraperitoneal, one day) and gentamicin (80 mg, intramuscular, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The cassette used by the patient was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. The cycler has not been scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.